Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the island dressings caused her to break out, become severely itchy, and she ended up getting dermatitis. No rga or rekey order needed as the patient does not use the product, and her account has been put on hold, per her pd nurse (B)(6). The patient called in wanting to place an order for ancillaries. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).